Event description:
The customer observed error code 1063 (invalid test results, correlation coefficient too low) and error code 1113 (invalid test results, read value) while running two patients' samples on the axsym digoxin iii assay. There was no impact to the patients' management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.